Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that after the insertion and placing the catheter, the medical doctor realized the internal lumens of the catheter were linked. The doctor decided to keep the catheter in place because one of the lumen functioned correctly.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc catheter for evaluation. Visual examination of the catheter did not reveal any defects or anomalies. The returned catheter was tested by clamping the catheter body just below the juncture hub and pressurizing each of the extension lines with water using a lab inventory 10ml syringe. As each extension line was pressurized, the remaining extension lines were observed for any water backflow. When the distal extension line was pressurized, backflow was observed from the medial extension line. When the proximal extension line was pressurized, backflow was observed from the medial extension line. When the medial extension line was pressurized, backflow was observed from the proximal extension line. Therefore, the catheter did contain interlumen crossover. A device history record review was performed and no relevant findings were identified. The reported complaint of catheter inter lumen crossover was confirmed through functional testing of the returned complaint sample. When each extension line was pressurized with water, crossover was observed in the opposite extension line. A device history record review was performed and no relevant findings were identified. Based on the testing performed, the probable cause is manufacturing related. A non-conformance request was initiated to further investigate this complaint issue.

Event description:
It was reported that after the insertion and placing the catheter, the medical doctor realized the internal lumens of the catheter were linked. The doctor decided to keep the catheter in place because one of the lumen functioned correctly.